Manufacturer narrative:
Device evaluated by MFR,: the complaint device was returned partially coiled inside a carrier hoop for analysis. A break in the outer pebax layer was observed 42.8cm from the base of the strain relief, this break exposed 2.3cm of elongated inner braid of the catheter. The device was flushed from the carrier hoop and the entire length of the device was further inspected for any fm or defects. A kink in the catheter shaft was observed 73.5cm from the base of the strain relief. A coating confirmation test was carried out and revealed that the presence of coating, and coating damage was evident along the coated length. There was no peeling or missing coating. The strain relief was removed and the area underneath the strain relief was inspected for any defects, no kinks or defects were observed. The fathom-16 steerable guidewire was measured to a diameter of 0.016 inch which is within specification. The guidewire could not be advanced through the catheter shaft due to the shaft being broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause may be due to insufficient flushing during handling of the device. The dfu states: ¿it is recommended that a continuous saline flush be maintained between the guiding catheter and the microcatheter and between the microcatheter and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen.¿ (B)(4).

Event description:
It was reported that the guidewire was stuck with the catheter. The target lesion was located in the liver. A 140cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During introduction, it was noted that the guidewire was stuck with the catheter. The device was just withdrawn from the patient as a unit without any problems. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the guidewire was stuck with the catheter. The target lesion was located in the liver. A 140cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During introduction, it was noted that the guidewire was stuck with the catheter. The device was just withdrawn from the patient as a unit without any problems. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.